Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER for multiple inappropriate shock. Upon chest x-ray it was noted that the right ventricular lead had dislodgement and was near the valve. The patient was distressed from the shocks; but was stable and unharmed. During repositioning procedure, the helix did not extend or retract. The lead was explanted and replaced. The patient was stable.